Event description:
It was reported that a user discontinued ilet pump use after experiencing frequent carbohydrate intake requirements and anxiety related to exercise, consistent with a user-reported hypoglycemia concern without alarms. Symptoms included episodes consistent with hypoglycemia. Outcomes included no reported hospitalization, disability, or other long-term impact. Investigation included an attempt to contact the user for additional information and event clarification. Investigation of this case revealed that the cause remained unclear due to insufficient information to identify a device malfunction or use-related factor. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.